Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a worsening of heart failure. There was high impedance and high thresholds on the left ventricular (lv) lead. An x-ray revealed the lead was fractured distal to the anchoring sleeve. The lead was programmed off and an epicardial lead will be placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.